Event description:
A high readings issue was reported with the adc device. The customer received an unspecified high sensor scan and experienced a loss of consciousness, and the paramedics were called. When the paramedics arrived, the customer's blood test result of 30 mg/dl was received on their meter at 4:00pm on (B)(6) 2023 while the sensor scan reading of 69 mg/dl was obtained on (B)(6) 2023 at 4:00pm. When plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer does not recall what kind of treatment the paramedics provided, as the customer was transported to the hospital. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.